Event description:
Patient states that pump is malfunctioning and will alarm and display error code 172x. Patient did not mention any adverse events from pump. Per manual closest error code is 1720 - main board failure. Issued replacement. Patient could not provide serial number. No further information provided. Dose or amount: as directed. Frequency: continuous infusion. Route: IV. Dates of use: from unk to present.